Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The past occlusion alarms were resolving by changing the pump supplies. A system check was performed using the current supplies and the pump was functioning as intended. No damage was noted to the cannula. Reportedly, the pump is kept inside a nylon pouch. The contact reported that they were to change the pump supplies and resume insulin deliveries. The customer's blood glucose (bg) levels ranged from over 240-333mg/dl and correction boluses were delivered to address the bg levels. The contact reported that the pump would be continued to be used for insulin therapy.